Event description:
A facility reported the product did not last as long as anticipated when it was used on a pt during vitreous-retinal surgery. An add'l surgical procedure was performed approx. Two and a half weeks later to replace the product. The surgeon reported the pt is expected to recover.

Manufacturer narrative:
The product was not returned for eval. There have been no other reports in this lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l info becomes available. Add'l info requested on 06/03/2009, 06/04/2009, 06/09/2009, and 06/18/2009 by phone, fax, and mail. A completed questionaire was received from the surgeon.